Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device intermittently would stop charging with no message on the monitor screen. The complainant indicated that there was no patient involvement in the reported failure.